Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the patient underwent surgical intervention on (B)(6) 2025 wherein the impedances were cleared by removing and reinserting the lead. Therapy was restored post operation.

Event description:
Additional information was obtained, revealing that during surgery on (B)(6) 2025, it was noted that the lead had pulled out of the ipg. As previously reported, the impedances cleared by removing and reinserting the lead. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000164199.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to a low impedance issue on their right lead. Surgical intervention may take place in the future to address the issue. It is unknown which lead caused/contributed to this event.